Event description:
The company was informed that the patient had head trauma and began to experience loss of lock. External equipment was exchanged and the implant site was palpating, however, this did not resolve the issue. Revision surgery has been scheduled.